Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reportedly died of liver disease. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The patient reportedly died of liver disease. The manufacturer did not receive any additional contact information to obtain additional information and request the return of the device for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.